Manufacturer narrative:
Distribution history: a distribution history is not possible without a serial number. Manufacturing record review: the manufacturing record review is also not possible without a serial number. However, the build process for the leep precision system requires each unit to undergo in-process testing including checks on all three modes for output, leakage and run through hi-pot testing. Further, a DHR review is conducted on documented results prior to release. Service history record: no additional service history records review is possible without a serial number. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Although not noted to have arcing in the report there was one complaint stating a shocked patient and nurse. However, the complaint was not confirmed. Product receipt: the product was not returned. Visual evaluation: a visual evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: a functional evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause : a root cause is not possible as the unit was not returned to csi and no serial number was provided. No corrective actions are possible with the information provided. The complaint was logged and in csi records. Should the unit be returned, this complaint investigation can be updated. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information.

Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via medwatch, that the patient was scheduled to undergo a leep (loop electrosurgical excision procedure) on (B)(6) 2024. The leep unit was found to not function properly when turned on. There was a problem with the foot pedal control. Before the procedure was to begin, the patient reported feeling pain and the provider stated that the unit was already hot. Patient declined procedure due to the feeling of pain. Provider informed nurse that the device did arc to the patient without using foot pedal. Patient was given ibuprofen for pain treatment. Patient vitals were stable and she was discharged. Attempts for additional information were made, but no response provided. Lp-10-120 leep (B)(4).